Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the malfunction was likely caused by failure of the video connector strain relief due to physical impacts and for the flare in the image could be caused by a component failure of the objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited flare in the image, component failure of the objective lens and component failure of the video connector strain relief. There was no patient involvement.